Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was pacing when not expected. The device was programmed to vvi mode, but the electrograms were showing rv pace and lv sense markers. Technical services discussed reviewing the markers on the rhythm strip. They showed rvp-tr, indicating bi-v trigger was programmed on and the device was trying to pace when intrinsic beats were present. The device was being programmed off and explanted due to the patient's infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.